Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. Upon evaluation, the cable connecting the distribution node (dn) and ECG electrodes c and d was cut, damaging internal wiring. The root cause of the damaged cable and wires is physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it was unable to complete testing.